Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation, the cause for the failure was isolated to contamination on ca board component j502, interfering with power distribution. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A (B)(4) distributor reported that a patient was experiencing battery faults.